Manufacturer narrative:
Correction information: b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information d4: primary unique device identifier (UDI). H4: device manufacture date. H7: if remedial action initiated, check type. H9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number. H11: evaluation summary, remedial action. Evaluation summary: event that occurred is dark image. Based on the investigation, a potential root cause of this failure is the blood inside the body adhered to the light cover glass at the tip and coagulated due to the thermal energy of the light. A definitive root cause of the reported issue could not be identified. A corrective and preventive action (CAPA) is currently underway to address this issue. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 23-may-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 04-jun-2024. Remedial action: this event is currently undergoing remedial action under fca report 2518897-01/20/2025-001-c. Please refer to the fca report for details on the root cause investigation and corrective actions. The remedial action includes revisions to the instructions for use (IFU) and enhanced user warnings. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 9610877-2025-00012_eg29-i20c_(B)(6) _coagulation and dark image_fu1 9610877-2025-00013_eg29-i20c_(B)(6) _coagulation and dark image_fu1 9610877-2025-00014_ec38-i20cl_(B)(6) _coagulation and dark image_fu1 9610877-2025-00015_ec38-i20cl_(B)(6) _coagulation and dark image_fu1.

Event description:
On 26-feb-2025, pentax medical became aware of an event involving a model eg29-i20c, serial number (B)(6) video gastroscope in australia within the apac region. The customer reported, "the image went dark after contact with blood." After the endoscope touched blood, the image darkened. When the distal end of the endoscope came into contact with blood, the image turned red. Cleaning the illumination lens did not resolve the issue. The procedure was completed using an alternative i10 series endoscope. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. 9610877-2025-00012_eg29-i20c_(B)(6)_coagulation and dark image. 9610877-2025-00013_eg29-i20c_(B)(6)_coagulation and dark image. 9610877-2025-00014_ec38-i20cl_(B)(6)_coagulation and dark image. 9610877-2025-00015_ec38-i20cl_(B)(6)_coagulation and dark image.